Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron clinical system (dxc 600) generated erroneous electrolytes results. Customer reported that they were having problems with low anion gap. Customer reported that the problem occurred randomly but frequently. Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that tube # 27 of the flowcell was yellowish, and tube # 3 was slightly milky yellowish. Bec customer technical specialist instructed the customer to culture line # 3. Bec field service engineer (fse) cleaned the flowcell, replaced the carbon bridge and the sodium reference electrode. The fse verified performance.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two different days. This report is related to MDR #2050012-2012-00944.